Manufacturer narrative:
Additional information was received that there was no failure of the temporary pacing system. The reported failure was the implantable pacing lead. The lead was replaced and the device remains in use. No further patient complications have been reported as a result of this event. In addition, patient date of birth and age at the time of event were received. The additional information revealed the patient is a pediatric patient. As this new information does not qualify for a bimonthly reporting timeline, this report is therefore being submitted as a 30 day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pacing lead biploar thresholds rose, and the impedances were slightly lower. The physician reported that the patient required cardiopulmonary resuscitation (CPR), adding that it "isn't clear" if the lead "went as a result of the CPR, or was the event leading to the CPR." The patient went into complete heart block and was placed on a temporary pacing system. The unknown temporary pacing system failed and the patient required ECMO (extracorporeal membrane oxygenation). According to the physician the cause of the failure was believed to be an acute event as opposed to the system itself. Follow-up is in progress; no further information is available at this time.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.